Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 3006705815-2023-01488 and 3006705815-2023-01490. It was reported that infection was present at the incision sites of the patient's lead and extensions. Surgical intervention was undertaken in which the lead and extensions were explanted. Subsequent to the explant, antibiotics were administered to the patient to address the issue.